Event description:
Customer reported he was hospitalized twice in the last several months for low blood glucose. He was working with doctor to control it. At the time of hospitalization customer blood glucose was so low his meter would not register the number. Customer was advised disconnect from the insulin pump. Drive support cap was normal. Customer was not in a vehicular accident prior to hospitalization. Symptoms low blood glucose and was unconscious. Customer was not sure what cause the low. Customer was disconnected during rewind or prime sequence. The device was displaying the same amount of insulin as the reservoir. The device was not exposed to MRI. Customer called back stating that the bolus wizard was not calculating correctly. Troubleshooting was performed. Customer did state that he guess how many carbohydrates he eats. Customer's blood glucose had been in the 400 mg/dl range. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-36690.